Manufacturer narrative:
Failure analysis noted that the pump had blank display due to moisture damage on the electronic assembly. The pump had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was 300 mg/dl. The customer's mother stated that her daughter left the pump in the locker room and had condensation under the screen making it unreadable. She was advised to discontinue use of the device and revert to a back-up plan. She was advised that the pump would be replaced. The insulin pump was returned for analysis.